Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to a sensor failure during session startup, sensor was missing. Pt is worried that sensor is broken inside her skin. At the time of her call to dexcom technical support, pt was not complaining of any add'l complications and had no further concerns.